Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data/database found the customer comment that the mobile programmer lost connection was confirmed. Continuation of d10: product ID 24967, serial # (B)(6), product ID 24970a, serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the patient session at the end of the procedure the mobile programmer had a poor connection with the implantable cardioverter defibrillator (ICD). The mobile programmer patient connector was positioned closer to the patient and the connection was lost between the mobile programmer application, base, patient connector and ICD. The application displayed no connection between the mobile programmer and the ICD. It was noted that the issue was experienced when the user was about to commence measuring right ventricular (rv) lead threshold through the ICD after the ICD was inserted to the pocket and when the physician was closing the wound. It was noted that the signal between the patient connector and the ICD was getting poor and the user removed the patient connector from base and tried to move it closer to patient when suddenly the connection between the patient connector and base disconnected at the same time. No patient complications have been reported as a result of this event.